Event description:
Customer reports that he obtained results of 153mg/dl and 353mg/dl within 3 minutes on the sam device. No action was reportedly taken based on device results. No adverse event reported and no treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.